Event description:
It was reported that around 3 years ago patient noticed that the security screening devices at airports and hospitals bothered them a little bit because the stimulation was "a little bit more intense" as they walked through them. Since then, the patient has had no issues because security personnel allows them to bypass the security screening devices if the patient requests. The patient also mentioned that during the day they could be sitting down and can feel stimulation in part of their body if they move a certain way, and normally they feel the stimulation more on their left side than the right.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.